Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 23-aug-2019 with the following findings: during investigation, there was no power issues observed in black box. No data in black box or pump histories from time of reported no power due to continued use. There was no damage found to battery cap. Battery cap able to attach securely to pump. Pump exercised with no power issues occurring. Pump opened and no damage found to the power circuit. Battery compartment is cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.